Manufacturer narrative:
The investigation could not identify a product problem. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for two samples collected from the same patient and tested with the elecsys tsh, elecsys ft3 iii, and the elecsys ft4 IV assay on a cobas 6000 e601 module. The questionable results do not correspond to the patient¿s clinical picture. The first sample was also tested on a cobas e 801 analyzer. The second sample was also tested using the abbott architect tsh, ft3 and ft4 methods. This medwatch will apply to the ft3 iii assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the tsh assay and to the medwatch wth a1. Patient identifier (B)(6) for information related to the ft4 IV assay. Refer to the attachment for all relevant test data. The serial number of the customer's e 601 analyzer was (B)(6). The serial number of the customer¿s e 801 was requested but not provided.